Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage at forceps elevator. Additionally, the cause of the foreign material entering light guide (lg) lens is due to the lg-lens adhesive was worn, and the foreign material entered. Furthermore, water tightness of forceps elevator was lost due to physical stress was applied to distal end during device handling by the user. The event can be detected by following the instructions for use (IFU) sections which state: the user can detect the suggested event by handling the device in accordance with the following IFU. -inspection of the endoscope. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The event can be detected and prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the leak at the forceps elevator and the foreign material found in the air/water cylinder, light guide lens, and the distal end, other evaluation findings are as follows: the switch box was discolored; the air/water cylinder and the suction cylinder had no color: there were scratches on the grip and the universal cord; the sheet holder was corroded due to water leakage; the electrical connector and the suction connector were dirty due to water leakage; the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover; the play of the upward/downward knob was out of standard value due to wear of the angle wire; the cover of the light guide bundle was damaged; and the adhesive around the objective lens was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found inside the light guide lens, the air/water cylinder, and the distal end. Additionally, there was also a leak at the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.